Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding...no sample was returned for eval. The lot number is unknown; therefore, a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Event description:
It was reported that a pt participated in a multi-center, prospective, randomized study to compare clinical and radiographic outcomes of multi-level laminectomy to multi-level laminoplasty for pts with cervical myelopathy due to multi-level cervical spinal canal stenosis from c3-c7. Pt was randomized to arch and an open door laminoplasty allograft bone spacer at levels c3, c4, c5, c6 and c7. Pt experienced pain for 84 months. Surgery date was (B)(6) 2007 and postoperatively pt experienced c6-c7 herniation as a result of a motor vehicle accident on (B)(6) 2009, requiring a physical therapy scheduled for anterior cervical discectomy with fusion c6-c7 on (B)(6) 2009 with iliac crest bone grafting. This report is on a screw at c6. This is 19 of 25 reports for the same event.